Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: act artic e1 hip brg 28x46mm, catalog #: ep-200152, lot #: 831320; hip-taperloc-stems-unk, catalog #: unknown, lot #: 6545918; hip-magnum- cup-unk, catalog #: unknown, lot #: 088000. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation. The active articulation bearing and ceramic head were removed and replaced.

Manufacturer narrative:
(B)(4). As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 650-1065. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to dislocation. In the risk file, dislocation is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. Therefore, the outcome of the reported event (surgical intervention) is in line with the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient underwent right total hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation. The active articulation bearing and ceramic head were removed and replaced.